Manufacturer narrative:
Reported event of clip fell in an open state. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2016. According to the complainant, during the procedure, the clip was inserted through the scope channel and once the clip was in the patient¿s colon, the clip detached from the delivery system in a partially opened state. The clip was left to pass naturally and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.